Manufacturer narrative:
Additional information: based on the received information, it seems that there is damage to the active electrode, most likely caused by device minute mobility, as reportedly the electrode was not fixated and was lying over the implant housing when the surgeon was closing the wound. However to determine an exact root cause a device investigation would be necessary. A date for explantation has not been made available so far.

Event description:
Device malfunction. The patient is to be re-implanted but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Device malfunction. Re-implantation is being considered.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time.the problems described in the patient report appear to match the damage found. Reportedly the electrode was not fixated and was lying over the implant housing when the surgeon was closing the wound. Further, the active electrode was found migrated partially out of cochlea at explantation. Additionally, an obstructed cochlea was observed during explantation surgery as well, so the patient will be re-implanted on the contra-lateral side. Other damages found during investigation are most likely related to explantation surgery. This is a final report.

Event description:
Device malfunction was reported. The patient has already been re-implanted twice. Reportedly, the standard technique with mastoidectomy and posterior tympanotomy was used during implantation of the current device, as it already existed from the previous surgeries. The mastoidectomy was very close to the ear canal, a part of the canal wall was removed during explanation of the former device. The electrode was not fixed or secured, which led to the electrode lying over the implant housing when the wound was closed. During explantation, the active electrode was found partly out of cochlea, and an obstructed cochlea was observed. The patient has been explanted on (B)(6), 2017. The patient will be re-implanted in the contra-lateral side.